Event description:
The patient reported their oxygen levels were dropping (from 88% to 80%) when the device is on. The patient is not wearing the device and will see a specialist for their oxygen levels. Oxygen levels have been an ongoing problem prior to the implant of the device. However, they are lower now when wearing the device. Additional information was received on november 27, 2024. The patient was seen by a specialist and will receive more oxygen as well as a sleep apnea machine. The patient will not use the device for a week to track their oxygen levels. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurred before the implant of the device. Although oxygen levels have been an ongoing problem prior to the implant of the device, the cause of the oxygen levels decreasing is unknown. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. No other similar reports have been received regarding decreased oxygen levels while using the device.